Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant after placing the left ventricular (lv) lead in a posterior lateral vein, high thresholds were noted. After getting the lv lead into a new position, the wire would not come out of the lead. Another lv lead was implanted with no issues. There were no adverse health consequences to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.